Event description:
A (B)(6) female pt called zoll customer support to report service code message 107. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 107) has been confirmed. The cause for the service codes is a damaged yellow wire (ground) inside the trunk cable connector. The cause for the damaged wire is a cracked trunk cable connector. The root cause for the damaged connector cannot be positively identified but is likely a result of excessive force. No adverse event resulted from the damaged wire. The pt received a replacement electrode belt.